Event description:
It was reported that during an unknown procedure, the device delivered malformed clips. The procedure was completed with a same like device. There was no adverse patient consequence reported.

Manufacturer narrative:
Malformed clips. Eval summary: the analysis results found that the device was received in good visual condition. The instrument was cycled, fed, and fired scissored clips. A corrective action has been initiated to address scissoring issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.